Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up will be submitted with all relevant information. The second perclose proglide mentioned is being filed under a separate manufacturer report number.

Event description:
It was reported that a preclosure procedure on the left common femoral artery was attempted using a perclose proglide device prior to a coronary interventional procedure, using a 6f sheath. Reportedly, during deployment of the device, a cuff miss occurred. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the body of the device including handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. The cuffs, link, needle tip and monofilament were not returned with the device. The plunger was returned and the anterior needle appeared normal. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported event. During the investigation, the plunger was inserted and the needle trajectory, needle depth and push mandrel travel were acceptable. Possible contributing factors for needle deflection that resulted in the anterior cuff miss include, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot-specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.